Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: belgium. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery, device has black matter inside of packaging. No patient involvement or impact. Due diligence information complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The device was returned sealed in the tray. Visual inspection of the product showed the battery pack was busted open and there was black debris from the battery expulsion throughout the tyvek tray. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional events associated with this malfunction.